Event description:
The complainant has reported that a male pt underwent a therapeutic ligation procedure for treatment of seophageal varices. During the procedure four ligator bands were deployed from the speedband superview super 7 band ligator device. At some point in time that has not been specified, it was noted that some of the bands fell off from the varices. The pt required repeated banding of the varices- the number of varices that required rebanding is unk. The pt condition is noted to be stable after the subsequent banding procedure. No further info is available.